Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a rod was broken in two pieces. It is unknown if a revision surgery will be done at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A review of radiographic images shows multiple ap x-ray views of this scoliosis construct. There is clearly a right sided rod fracture between l2 and l3. This does materially change in any of the x-rays provided. There is slight offset noted, but no clear change in correction associated with this rod fracture. After 4 years such a fracture could occur due to pseudoarthrosis, but could also occur due to cyclical loading of the construct which is more rigid and has a lower modulus than the surrounding bone and fusion. Unfortunately, the films are not of sufficient quality to verify whether fusion has occurred and the remaining rod would maintain correction even if a pseudoarthrosis was present. 7 views are provided of an extended scoliosis fusion extending from t4 to l4. Pedicle screws are present at every level and two cross links are applied. On the right at l2/3 the rod is broken without significant angulation and only a fraction of a millimeter of offset. It appears that the fusion may be complete as no recurrence of curve occurred after the fracture of the rod. It is likely that the fracture occurred due to fatigue and modulus mismatch in such a long fusion.